Event description:
.

Event description:
The user provided estradiol results for one patient sample which differed upon repeat testing. The initial result on (B)(6) 2009 was 4300 pg per ml, the repeat result on (B)(6) 2009 was 3686 and with a 1:10 dilution was 5760 pg per ml. The user is "not sure which result was reported but doesn't think there was any effect to the patient since the doctors are usually looking for a ball park figure." She also stated she has not received any specific complaints about the results, other than to request repeat testing. On (B)(6) 2009, the field service representative performed precision testing of the qc material. Of the data provided, the results for two levels of qc material are discrepant. The results for "pcu2" were 490.40, 435.20, 479.70, 457.00 and 537.40 pg per ml. The results for "e2" were 1765.00, 1785.00, 1788.00, 1829.00, 1853.00, 1861.00, 1885.00, 1890.00, 1891.00, 1893.00, 1900.00 and 1917.00 pg/ml. No information was provided to determine if patient samples were being tested at the time the precision testing was performed. The investigation is ongoing. If additional information is received, appropriate notification will be provided.

Manufacturer narrative:
The instrument data and calibration data provided for investigation were within expectations. Also, roche control products recovered within specification. It was determined the customer did not perform control testing according to recommendations for the assay. In addition, the customer was not following sample handling recommendations. On follow up, it was confirmed the customer has been running roche controls with the recovery consistently within range and no further erroneous results have been generated.